Event description:
It was reported that the last time this occurred the foley balloon was over inflated, as too large a syringe was used causing extra pressure, this happened three times on the same patient. It was a dual lumen foley for irrigation and it was a yellow rubber material, not silicone like most of their foley catheters. A 10ml syringe was used but only 6 ml sterile water was drawn up in the syringe . The first catheter held water on test but ruptured on use but had only been inflated with approximately 3ml of water when it ruptured. The second foley balloon ruptured when tested and some pressure was applied before using on the patient. The third foley balloon was inspected visually and due to looking cracked or dry-rotted was not even tested based on the other failures. The packaging for the product indicated to inflate with 10ml in the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "high modulus latex". The lot number was invalid; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the last time this occurred the foley balloon was over inflated, as too large a syringe was used causing extra pressure, this happened three times on the same patient. It was a dual lumen foley for irrigation and it was a yellow rubber material, not silicone like most of their foley catheters. A 10ml syringe was used but only 6 ml sterile water was drawn up in the syringe . The first catheter held water on test but ruptured on use but had only been inflated with approximately 3ml of water when it ruptured. The second foley balloon ruptured when tested and some pressure was applied before using on the patient. The third foley balloon was inspected visually and due to looking cracked or dry-rotted was not even tested based on the other failures. The packaging for the product indicated to inflate with 10ml in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.